Event description:
The reporter states that she obtained blood glucose results of 577 mg/dl and 110 mg/dl within 10 mins on the accu-chek aviva system. The reporter treated herself with cranberry juice, ice cream, and pudding. She could not diclose when she felt better. No adverse event reported. New system sent to customer and return requested.